Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device is not generating pressure except when tripping dump valve and now giving error 33 on the sipap ventilator. The customer reported that there was no patient involvement associated with the reported event.